Manufacturer narrative:
Correction b5: change to an unspecified quantity of units (previously reported as one unit). Additional information was added to b5, h6 and h10. B5: the customer reported the clamps stopped working properly after several uses. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultra port clamp was not effective and not closing the line enough. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.